Manufacturer narrative:
Continuation of d10: product ID: 97745, (B)(6). Product type: programmer. Patient product ID: m995402a001, (B)(6). Product ID: 97745ac. Product type: accessory. Product ID: 97745. (B)(6). Product type: programmer: patient section d: information references the main component of the system. Other relevant device(s) are: product ID: 97745, (B)(6), (B)(4). H3: analysis of the 97745 controller (ptm) (B)(6) revealed no power to main board. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (pt rep.) Regarding an external device. The reason for call was pt rep. Said the patient's (pt) controller was completely blank/unresponsive since yesterday. Pt rep. Said the implanted neurostimulator (ins) would run out of charge if the ins was not charged soon. During the call, the pt rep. Reset the controller, but the controller remained blank/unresponsive when the controller was plugged into the ac power supply without the li battery pack installed. Pt inspected ac power supply and controller port, but no damage was detected. Pt plugged in ac power supply a second time, but controller remained blank/unresponsive. An email was sent to the repair department to replace the controller. Additional information was received from a patient's representative (pt rep). It was reported that they got the new controller and it was taking a charge and charged up to 70 percent and was then working to charge the implantable neurostimulator (ins) and then the controller went blank. Patient services (pss) had them take battery pack out and plug in ac power cord and screen is still blank. The controller is new so that wouldn't be the issue, and pss confirmed with serial number that they are using the new controller. Green light is on, on ac power cord. A replacement battery pack and controller were sent out. The pt rep then called back and reported that they got the replacement battery pack and ac power supply, but still the controller was just blank. Pt said they'd tried various outlets and even tried plugging into outlets in caller's house, but still nothing came on controller. Caller plugged controller into ac power without battery during the call, but reported screen was blank. Caller confirmed green light was on ac power, no damage to battery compartment or controller port and was using the new controller. Caller tried another outlet during the call but still the screen was blank. Caller put in aa batteries but the screen wouldn't turn on. A replacement controller was sent out. No symptoms were reported.